Event description:
A repeated technical fault with the s/5 anesthesia monitor has occurred. The k-ark keyboard could no longer be operated. Com wheel out of service. Control panel keys out of service. Breakdown of EKG and sp02-wave on screen and missing gas measuring. This breakdown of the monitor was the cause for unclear clinical pathology and patient treatment with vasoactive substances, fortunately without consequences for the patient. The f-cu8 is populated as follows: b-cpu4, l-00a03, b-upi4net, b-disp (2x), b-arkfurther system components: d-vmc15, d-lcc10a (secondary screen), k.arkb.